Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A right ventricular (rv) revision was performed due to an inadequate shock delivered due to rv lead noise. The rv lead was explanted and replaced. During the replacement procedure, visual insulation damage was observed on both the rv and right atrial (ra) leads likely due to the sutures over-tightened around the sleeves. No electrical issues were observed on the ra lead, a repair kit was used to patch the insulation damage and the ra lead remains implanted and active. The patient was in stable condition following the procedure. Related manufacturer reference number: 2017865-2017-32399.